Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was returned stuck in a stent protector and could not be removed. The stent had moved proximally on the balloon with the distal end of the stent positioned on the proximal side of the proximal markerband. The stent was damaged and stretched its entire length with stent struts misaligned. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and no damage to the tip was evident. The balloon wings appeared tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found multiple kinks, stretching and twisting of the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 16-nov-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. After a 0014 guide wire crossed the lesion, a 2.25x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent move on balloon.